Event description:
Patient reported after injection with juvederm and botox "all over my face in (B)(6)" they developed a "cystic acne breakout that caused a lot of scarring" "all over chin and forehead". Patient also reported that the adverse event was "very painful" and they thought "it was a bacterial infection". Treatment prescribed included "steroids" and bactrim; patient stated that "everything is fine now".

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Patient has not approved of follow-up with the injection healthcare professional by allergan medical, therefore information such as the lot number and type of juvederm are not available. Device labeling: precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: the most common injection-site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance: adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation at the injection site, paresthesia, infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticaria, herpes simplex, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar.